Manufacturer narrative:
Follow-up received on 08-jun-2016: quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided.. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced heavy bleeding / periods during which she would experience severe blood clotting. She underwent a hysterectomy to have essure removed. The event is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, no alternative explanation was provided. Based on its nature, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent birth control. Approximately three months after undergoing the implantation of essure, the consumer had hsg (hysterosalpingogram) performed to confirm that her fallopian tubes were blocked - she was told that her coils were in place and that she should not have any problem moving forward. Thereafter, she began experiencing irregular menstrual periods, during which she would experience severe blood clotting. The blood clots grew to such an extent that she endured severe pain with each passing blood clot. She underwent dilation and curettage, as well as an ablation to stop her heavy bleeding and blood clots. After performing these procedures, she was advised to start taking oral birth control. She also suffered severe menstrual and abdominal pain, pain during intercourse, weight fluctuation, and fatigues. She also experienced migraines on an almost daily basis prior to the removal of the essure device. The migraine pain grew so severe that she was prescribed gabapentin. On (B)(6) 2016, the consumer underwent a hysterectomy to have essure removed. After undergoing this procedure, she was prescribed vicodin to treat her subsequent pain. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced heavy bleeding / periods during which she would experience severe blood clotting. She underwent a hysterectomy to have essure removed. The event is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, no alternative explanation was provided. Based on its nature, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of the implant') and fallopian tube perforation ('perforation (fallopian tube)') in a 29-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included trichomonal vaginitis and tubal ligation. Present of hepatitis b surface antigen confirmed by neutralization studies. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (with complications)/birth-no complication"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (resection of a bilateral essure device). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2016. The reporter considered abdominal pain, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: (B)(4) coils on right side and the left was (B)(4) coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(4)2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2019: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("heavy bleeding / periods during which she would experience severe blood clotting") and post procedural haemorrhage ("heavy bleeding after essure placement") in a (B)(6) year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemorrhoids, perineal laceration, multigravida, parity 3 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2011), thyroid disorder from 2008 to 2009, hypothyroidism, loop electrosurgical excision procedure in 1998 and hashimoto's disease. She had no history of migraine suffering prior to undergoing the essure implantation. Concurrent conditions included vaginal prolapse, genital prolapse, vaginal mucositis, menometrorrhagia and overweight. Family history included hypertension (mother) and thyroid disorder (mother). Concomitant products included oral contraceptive nos for contraception and post procedural bleeding, lidocaine for migraine as well as doxazosin, levothyroxine sodium (synthroid) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("severe abdominal pain / pain abdominal-chronic- mild to severe/ abdominal pain"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual periods"), dysmenorrhoea ("severe pain with passing each clot / severe menstrual pain"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuation"), migraine ("severe migraines / migraines headaches/ migraines- chronic- mild to severe/ migraines worsened with essure"), back pain ("back pain") and depressive symptom ("symptoms of depression"). The patient was treated with gabapentin, surgery (hysterectomy (partial) with bilateral salpingectomy, dilation and curettage, endometrial ablation, hysterectomy to have essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, post procedural haemorrhage, menstruation irregular, dysmenorrhoea, dyspareunia, weight fluctuation, fatigue, back pain, depressive symptom and vaginal haemorrhage outcome was unknown and the abdominal pain and migraine was resolving. The reporter considered abdominal pain, back pain, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular, migraine, pelvic pain, post procedural haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: micro-inserts in place/total bilateral occlusion . On (B)(6) 2016 patient had surgical pathology report resulted in uterus and bilateral fallopian tubes, excision: inactive endometrium. Focal adenomyosis. Mild chronic cervicitis. Unremarkable fallopian tubes. Gross description: specimen a: received in formalin in one container labeled with patient's name and "uterus, cervix, and fallopian tubes" is a 74 gram, gray-brown, soft, rubbery, symmetric uterus with cervix measuring 7.5 x 4.3 x 3.8 cm and bilateral fallopian tubes. Right fallopian tube measures 5.1 x 0.6 cm in diameter. Left fallopian tube measures 5.7 x 0.6 cm in diameter. Serial sectioning of uterine wall shows a small area of scar-like tissue subjacent to endometrium. Uterine wall shows no solid nodular mass. Cervix has a smooth mucosal lining. Endometrium is gray-tan, smooth, and thin with a focal scar-like appearance. Bilateral fallopian tubes a grossly unremarkable. Most recent follow-up information incorporated above includes: on 14-feb-2018: pfs received, lot number received, events added as follows:-pelvic pain, post procedural haemorrhage, vaginal haemorrhage.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only on 12-feb-2018: medical record received, reporter added, patient historical condition, concomitant condition added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("heavy bleeding / periods during which she would experience severe blood clotting") and post procedural haemorrhage ("heavy bleeding after essure placement") in a 32-year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemorrhoids, perineal laceration, multigravida, parity 3 ((B)(6) 1999,(B)(6) 2004,(B)(6) 2011), thyroid disorder from 2008 to 2009, hypothyroidism, loop electrosurgical excision procedure in 1998 and hashimoto's disease. She had no history of migraine suffering prior to undergoing the essure implantation. Concurrent conditions included vaginal prolapse, vaginal prolapse, vaginal mucositis, menometrorrhagia and overweight. Family history included hypertension (mother) and thyroid disorder (mother). Concomitant products included oral contraceptive nos for contraception and post procedural bleeding, lidocaine for migraine as well as doxazosin, levothyroxine sodium (synthroid) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("severe abdominal pain / pain abdominal-chronic- mild to severe/ abdominal pain"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual periods"), dysmenorrhoea ("severe pain with passing each clot / severe menstrual pain"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuation"), migraine ("severe migraines / migraines headaches/ migraines- chronic- mild to severe/ migraines worsened with essure"), back pain ("back pain") and depressive symptom ("symptoms of depression"). The patient was treated with gabapentin, surgery (hysterectomy (partial) with bilateral salpingectomy) and surgery (dilation and curettage, endometrial ablation, hysterectomy to have essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, post procedural haemorrhage, menstruation irregular, dysmenorrhoea, dyspareunia, weight fluctuation, fatigue, back pain, depressive symptom and vaginal haemorrhage outcome was unknown and the abdominal pain and migraine was resolving. The reporter considered abdominal pain, back pain, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular, migraine, pelvic pain, post procedural haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on(B)(6) 2011: micro-inserts in place/total bilateral occlusion on (B)(6) 2016 patient had surgical pathology report resulted in uterus and bilateral fallopian tubes, excision: inactive endometrium. Focal adenomyosis. Mild chronic cervicitis. Unremarkable fallopian tubes. Gross description: specimen a: received in formalin in one container labeled with patient's name and "uterus, cervix, and fallopian tubes" is a 74 gram, gray-brown, soft, rubbery, symmetric uterus with cervix measuring 7.5 x 4.3 x 3.8 cm and bilateral fallopian tubes. Right fallopian tube measures 5.1 x 0.6 cm in diameter. Left fallopian tube measures 5.7 x 0.6 cm in diameter. Serial sectioning of uterine wall shows a small area of scar-like tissue subjacent to endometrium. Uterine wall shows no solid nodular mass. Cervix has a smooth mucosal lining. Endometrium is gray-tan, smooth, and thin with a focal scar-like appearance. Bilateral fallopian tubes a grossly unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2016: back pain, symptoms of depression were added as events. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced heavy bleeding / periods during which she would experience severe blood clotting. She underwent a hysterectomy to have essure removed. The event is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, no alternative explanation was provided. Based on its nature, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs